Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued

Event description:
Additional information received from a healthcare provider via a clinical study reported the event date was corrected to (B)(6) 2019. It was noted the motor stall occurred at 11:13 and recovered the same day at 13:07.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (0.5 mg at 0.10483 mg/day), clonidine (250.0 mcg at 52.41724 mcg/day) and bupivacaine (2.5 mg at 0.52417 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's device was interrogated on (B)(6) 2019 and a motor stall was noted after MRI on (B)(6) 2018. It was indicated the event was related to the device or therapy. The pump was reprogrammed on (B)(6) 2019 and the issue resolved without sequelae the same day. The patient's weight was (B)(6).